Manufacturer narrative:
Device returned with no lot or batch identification. Based upon the inquiry info received and the visual examination, it was concluded that instruments a,b,d,e,g, & h were returned with splits in the insulation jacket. Instruments c & f were returned with a cut at the red indictor/ferrule assembly that extended toward the distal end. No testing was performed due to the condition of the instruments returned. No conclusion could be reached as to how the instruments had become damaged. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each indicent as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic vaginal hysterectomy, the device was fired for a second time and jammed. The device would not release. After several tries, the device opened enough to permit removal from the tissue and was jiggled off. The device may have been fired across the previous staple line. A second device was opened to complete the procedure. There was no consequence to the pt.